Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard but the seal was not completed. Another device of the same lot number was opened with the same result. This device can be found on MFR. Report# 1717344-2010-00050. A third device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.